Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 24.1/26.8/26.3/21.3. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25.7/27.2/21.3. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 7.2/7.37/7.2. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25.4/24.3/27.9/22.4. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 31.8/36.3/27.9/20.5. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25/30/19.4. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 27.6/29.9/21.7. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 26.4/29.2/23. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25.5/24.8/22.7/19. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 26.5/26.5/23.7/16.3. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 34.5/37.8/35/24.7. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25.8/30/20.2. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 25.8/26.8/21.8/16.1. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 27/27.7/30.2/24.4. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 24.3/25/28.5/20.3. Elevated results were confirmed by the investigational unit on all samples.

Event description:
Elevated ft4 results when compared to 3 different methods. The following examples were provided initial/repeat/repeat/repeat, units of measure pmol/l: 30.8/30.8/28.2/27.5. Elevated results were confirmed by the investigational unit on all samples.